Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Spoke with director of nursing who reports a leak occurred at the connection of the mainline tubing and pump segment (post). The leak occurred 1.5 hours into the treatment and was noted when the home care pt observed blood dripping down the front of the machine from the pump housing. The line was changed and the treatment completed without further problems. The reported blood loss was less than 100cc, but more than 20cc. A medwatch form was filed based on blood loss only. The line was discarded on the day of the event.